Manufacturer narrative:
There was no device available for analysis. The reported patient symptoms are a known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that, during a follow-up appointment, approximately four weeks after the implant of this inflatable penile prosthesis (ipp), it was determined that the wound had not healed properly as there was scrotal swelling, inflammation and discomfort. Wound dehiscence was confirmed; therefore, it was decided to remove the device to prevent infection, which was not confirmed. The patient had a new tactra malleable penile prosthesis implanted. No additional patient complications were reported.